Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in an unk, severely calcified bypass vessel. The physician predilated the lesion with an unk balloon and attempted to place a 3.00 x 12 mm taxus express2 drug eluting stent but when trying to cross the lesion strut damage occurred. Consequently the stent was never deployed. The physician then attempted to place a dexamed stent but again could not cross the lesion. The procedure was successfully completed with balloon dilations. No pt complications were reported. The pt's status is reported as 'satisfactory/good.'